Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with a concentration of 1000 mcg/ml, bupivacaine with a concentration of 120 mcg/ml, and an unknown brand of baclofen with a concentration of 100 mcg/ml; doses were unknown. It was reported that in (B)(6) 2015, the patient¿s catheter started ¿poking out¿. It was not out of the skin, but the patient did have pain at that site. The patient could feel the catheter and that it had moved. The patient stated her dose was being lowered and she was hoping to get the catheter either surgically revised or everything taken out. The patient now did not have a doctor because their doctor was no longer practicing.